Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: after procedure. It was reported that in (B) (6) 2008, patient underwent stenting in left internal carotid artery (lica) with an acculink stent. An arteriogram from an unspecified date showed a 90% stenosis of distal margin of lica stent requiring treatment. During the carotid intervention procedure on (B) (6) 2010, when the non-abbott sheath was in the left common carotid (lcc), the patient experienced dysarthria that was felt to be due to the diminished pressure caused by the sheath obstructing the flow into the common carotid through the proximal stenosis. After sheath was pulled back, pressures became equal to systemic pressure and patient's symptoms resolved, including the transient dysarthria. The patient was discharged to home on (B) (6) 2010. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. A follow-up will be submitted with any relevant information.